Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead exhibited high capture thresholds and intermittent loss of capture (loc). The initial measurements were within acceptable range prior to lead fixation. However, following lead fixation, the capture threshold increased significantly, repeatedly reaching 10 v, resulting in loc. Multiple attempts were made to reposition the lead however, elevated thresholds and loc persisted. The lead was subsequently explanted and visually inspected, and no anomalies were identified. A reattempt to implant the same lead produced similar results. The procedure was completed using an alternative lead. No adverse patient effects were reported. This rv lead has not been returned for analysis.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.